Manufacturer narrative:
A ventilator was reported failing pressure transducer test and having issues in the o2 cell. Our field service engineer investigated the ventilator on site and replaced the pressure transducer printed circuit boards, a physically damaged control cable and the o2 cell. Only the pressure transducer printed circuit board (pcb) and logs were sent for further investigation. The received logs confirmed pressure transducer test failed several times, starting at (B)(6) 2021 and o2 cell/censor test failed first time (B)(6) 2021. The o2 cell/sensor test showed that the cell was about two years old and should be replaced. Simulated testing using the faulty pressure transducer board could not reproduce the reported error. Further visual inspection found traces of liquid on the pcb. Liquid/moisture on the pc board can cause a failure/short circuit, which may lead to stop of ventilation. Alarms will be generated. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. A failure code that indicated a declined o2 cell was found in the logs. The recommended action is to replace the o2 cell. The pressure transducer test fail most probably happened due to liquid on the pressure transducer pcb.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).